Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. No rewind anomaly or motor error alarm noted. The motor passed the motor test. The device had a cracked case at the display window upper right corner and broken belt clip slot. It was programmed and monitored for one day with no blank display noted and no blank display noted when pressing the buttons. The device passed the displacement, rewind, self- test, unexpected restart error and basic occlusion tests. All operating currents were within specification and the off no power alarm functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 181 mg/dl. The customer stated that the device was exposed to an MRI around (B)(6) 2013. The customer was unable to rewind. The customer stated that the device went from the rewind/prime screen to the main screen and the screen went blank without pressing any buttons. The device was returned for analysis.